Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.

Event description:
It was reported that the 2600 system had no image. No patient injury was reported.